Manufacturer narrative:
Initial reporter city-(B)(6).

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter and protruded from the tip of the catheter when removed together with the catheter. The procedure was not completed and ended without being able to embolize. No complications reported.

Event description:
It was reported that the coil protruded from the catheter tip upon removal. A 20mm x 40cm interlock-35 was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter and protruded from the tip of the catheter when removed together with the catheter. The procedure was not completed and ended without being able to embolize. No complications reported.

Manufacturer narrative:
E1. (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The main coil and the delivery wire were returned stuck in an unknown catheter. The main coil was stretched, kinked and the interlocking arm was detached, also it had fiber loss due main coil stretching condition. The delivery wire was kinked. Microscope inspection revealed that the interlocking arm of the coil was detached.